Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent undersensing noted on both the right ventricular (rv) lead and the atrial lead. Both leads remain in use. No patient complications have been reported as a result of this event.